Manufacturer narrative:
Media evaluated by a member of the bsc global medical safety organization. The media review report concluded: a procedural and event transesophageal echocardiography (tee) have been submitted for review. The procedural imaging shows a relatively shallow appendage that is mainly of windsock shape. The shoulder diameter of the deployed device is measured at 2cm, but this measurement seems underestimated. The distal half of the device, however, seems well compressed and in some images even a little pinched. In addition, the position is proximal, especially towards medial/aortic valve. The event tee shows the embolized device sitting sideways in the left ventricle outflow tract (lvot) just under the aortic valve. This patient has a mixed aortic valve disease. The retrieval of the device is not shown in this media. In conclusion, the proximal position with some distal pinching likely contributed to the device embolization.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed on a patient that had windsock anatomy with shallow depth. A watchman access system (was) was positioned and a 24mm watchman flx pro closure device and delivery system (wds) was implanted on (B)(6) 2024. The patient had their six (6) week follow up and it was found the device had embolized and was stuck between the left ventricle outflow tract (lvot) and aortic valve. The hospital staff asked if the patient had a fall or cardioversion and they said no. The patient was asymptomatic. The patient was admitted to a hospital and the device was successfully snared and removed with no complications.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed on a patient that had windsock anatomy with shallow depth. A watchman access system (was) was positioned and a 24mm watchman flx pro closure device and delivery system (wds) was implanted on (B)(6) 2024. The patient had their six (6) week follow up and it was found the device had embolized and was stuck between the left ventricle outflow tract (lvot) and aortic valve. The hospital staff asked if the patient had a fall or cardioversion and they said no. The patient was asymptomatic. The patient was admitted to a hospital and the device was successfully snared and removed with no complications.